Event description:
It was reported that the console was producing a loud noise and experienced an unexpected shutdown. The console was later able to power back on and displayed an unknown error message. Additionally, the emergency button failed to operate. No patient involvement was reported.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation the console was found to have the coolant level below minimum, after filling to maximum coolant level, the noise issue was resolved, therefore the reported allegation was confirmed leading to the reported event. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. For the reported allegations of unknown error message and unexpected shutdown, based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. For the reported allegation related to emergency button failure to operate, the fse tested the emergency button while firing the laser and the emergency button stopped the laser from firing as it is supposed to do. As per information provided, the investigation was unable to identify any damage or malfunction related to the reported allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A risk review was completed and confirmed that the event of emergency button failure to operate was defined in the risk documentation and is documented accordingly in the product risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the allegation related to the noise issue confirmed, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console was producing a loud noise and experienced an unexpected shutdown. The console was later able to power back on and displayed an unknown error message. Additionally, the emergency button failed to operate. No patient involvement was reported.